Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As three of the events occurred outside of the united states, information regarding a field representative visit was not provided. For one event, a field representative went onsite to evaluate the device and cleaned the ise assembly with bleach. Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes <noe>4</noe> malfunction events where erroneous results were generated by the cobas 8000 ise analyzer. There were 48 erroneous results for ion selective electrode (ise) sodium, two erroneous results for ise potassium, and two erroneous results for ise chloride for a total of 50 patients. For the known patients, the ages ranged from 24 years to 74 years and there were three females. The other patients' ages and genders were requested, but were not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.